Event description:
Surgeon had a difficult time advancing lens through the cartridge. The lens was inserted and removed with no reported complications. The lens was removed due to the fact that the surgeon felt the lens was damaged. There was no patient injury.